Event description:
Customer reports obtaining results of 130mg/dl and 250mg/dl on the same device within 10 minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls used. No strip information provided. Requested return of suspect device and replacement was sent.